Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an in.pact pacific with a non-mdt 6f sheath and non-mdt guidewire for the treatment of a slightly calcified plaque lesion in the left distal superficial femoral artery. The vessel was not reported to be tortuous. A non-mdt inflation device was used with nacl contrast media 50:50. The device was inspected before use. The IFU was followed. No issues were noted during prep. The device did not pass through a previously deployed stent. No resistance was encountered during advancement of the device. It is reported that a balloon twist occurred. No rewrap issue noted. Another in.pact dcb was used and a mdt stent to complete the procedure. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Evaluation summary: a twist has been found on the balloon at 75 mm from the proximal marker. No further issues were detected. The device was flushed and a 0.018¿ guide wire was successfully advanced through the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated at: - 2 bars: a change in the balloon profile was slightly visible. Wrinkles are present in correspondence of the twisted point - 4 bars: the change in profile of the balloon and the wrinkles were no longer visible. - 7 and 14 bars: no issue noted. After the inflation test, the balloon was successfully deflated: but some wrinkles were noted on the balloon and a twist on the guidewire was noted. It is reported that a balloon twist occurred when the balloon was inflated to approx 2 atm, just as the balloon started to expand. If information is provided in the future, a supplemental report will be issued.